Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fkw4, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator was not working since implant. The implantable neurostimulator (ins) was right up against the patient¿s sciatic nerve in their right hip. It made it hard for the patient to sit, stand, or lie down and sent a pain down to their toes. When it hit the patient¿s nerve, the patient lost their balance in the right leg and the right leg went out from underneath them. The patient had been trying to see a healthcare provider (hcp) about their issues, but no one had called them back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.